Event description:
The pt underwent a liver biopsy with the microvasive gun and had no immediate complications. On (B) (6) 2010, the pt was admitted to the hospital with hemobilia with hematoma as a complication of the liver biopsy performed on (B) (6) 2010.